Manufacturer narrative:
Multiple patients involved; refer to describe event or problem for summary of sid, assay, and associated patient results the customer inspected the instrument and found a dirty/clogged sample probe due to the processing of an empty tube with gel. The customer resolved the issue by replacing the sample probe. No additional discrepant result issues have been reported since the sample probe (list number 01g48-04) was replaced. A review of service history for the architect c8000 processing module, serial number (B)(4) revealed no additional service tickets associated with discrepant/erratic results, nor did it identify any contributing factors to the current complaint. A review of tracking and trending for the sample probe (list number 01g48-04) did not identify any trends. Review of tracking and trending for the architect c4000, c8000, and the c16000 did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the instrument part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the sample probe (list number 01g48-04) or the architect c8000 processing module, serial number (B)(4) was identified.

Event description:
The customer identified falsely elevated total bilirubin results for two patients and carbon dioxide results for one patient. The following results were provided: (B)(6). No impact to patient management was reported.